Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) developed peritonitis and their pd catheter (not a fresenius product) was removed (no additional information provided at intake). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized for abdominal pain on (B)(6) 2020 and was diagnosed with a vaginal and peritoneal yeast (fungal) infection (candida albicans). Due to the organism/severity of the infection the patient¿s pd catheter (not a fresenius product) was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was treated with intravenous (IV) vancomycin, cefepime and oral fluconazole; however, the dosages, frequency, and durations were not provided. The patient underwent several hd treatments while hospitalized and was discharged home on (B)(6) 2020 in stable condition. The patient underwent outpatient hd for approximately 30 days and returned to pd therapy in (B)(6) 2020. The patient has recovered from the events and resumed using the same liberty select cycler without reported issue. The pdrn attributed causality to a breach in aseptic technique when the patient began tucking their pd catheter into their underwear without properly covering the catheter (reeducated).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the patient¿s hospitalization for a vaginal yeast infection and fungal peritonitis, characterized by abdominal pain, which required hospitalization. While hospitalized the patient underwent antibiotic therapy, the surgical removal of their pd catheter (not a fresenius product) and transition to hd therapy for renal replacement therapy (rrt). The peritoneal dialysis registered nurse (pdrn) attributed causality to a vaginal yeast infection which spread to the patient¿s peritoneum due to the improper concealment of their pd catheter (not a fresenius product). The pdrn stated there is no fresenius device(s) and/or product(s) malfunction or deficiency to report. Most fungal peritonitis events are caused by the candida species. These infections routinely require the removal of the pd catheter (not a fresenius product) and transition to hemodialysis (hd) to allow healing. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) developed peritonitis and their pd catheter (not a fresenius product) was removed (no additional information provided at intake). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized for abdominal pain on (B)(6) 2020 and was diagnosed with a vaginal and peritoneal yeast (fungal) infection (candida albicans). Due to the organism/severity of the infection the patient¿s pd catheter (not a fresenius product) was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was treated with intravenous (IV) vancomycin, cefepime and oral fluconazole; however, the dosages, frequency, and durations were not provided. The patient underwent several hd treatments while hospitalized and was discharged home on (B)(6) 2020 in stable condition. The patient underwent outpatient hd for approximately 30 days and returned to pd therapy in (B)(6) 2020. The patient has recovered from the events and resumed using the same liberty select cycler without reported issue. The pdrn attributed causality to a breach in aseptic technique when the patient began tucking their pd catheter into their underwear without properly covering the catheter (reeducated).